Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set leaked from the clearlink luer connector. This event was further described as, ¿leaked from the upper most port ¿ back flowed¿. This issue occurred while the patient was connected for chemotherapy infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected with the naked eye and a leak at the y-site clearlink was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: the customer clarified that the leak was at the lowest port.. H10: a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing, clear passage under water testing, priming testing, simulated use testing, and back pressure testing were performed on the sample, and the sample was found to be within specification. The reported condition was not verified through evaluation of the received companion sample. Should additional relevant information become available, a supplemental report will be submitted.